Event description:
It was reported that a patient with a 23mm 3000 aortic valve, has been placed under evaluation for a valve-in-valve procedure after an implant duration of 18 years, 6 months due to unknown reason. The patient presented with cardiogenic shock. The patient was slated for a valve-in-valve; however, that patient could not get stable and expired.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The patient died while using a medical product, but there was no suspected association between the death and the use of the product. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h6 (investigation findings, and investigation conclusions). The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. An IFU review is unable to be performed, as no details regarding a failure mode of the device were provided. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.